Event description:
I began my treatment plan with byte to address gaps in my teeth and correct my bite. My plan initially included 8 top aligners and 22 bottom aligners. Byte provided a video illustrating the expected progression of my treatment. However, my teeth did not match the progression stages outlined in the video, and the gaps remain. I raised concerns with byte on (B)(6) 2024 and was provided with four additional top aligners. Despite completing these, my bite remains misaligned, and I have experienced the following complications: ¿ persistent gaps in my teeth. ¿ misalignment of my bite, leading to significant discomfort. ¿ dental complications confirmed by my dentist on (B)(6) 2024, michelle harbour presented for routine 6mrc exam today s/p clear orthodontic retainers today (B)(6) 2024. Pc and radiographs were preformed. Pds were consistent with pc taken (B)(6) 2023. However lower anterior teeth #23-26 exhibited class I mobility and #24 exhibited class ii. Pa radiograph of #24 shows widening of pdl with lateral radiolucency. No percussion or palpation sensitivity noted. No caries or additional pathology noted. Pt is unable to bite into full intercuspal occlusion due to interferences. Pt was referred to an orthodontic specialist for further evaluation.